Event description:
It was reported that a user operated the ilet bionic pancreas in bg run mode without a sensor for approximately 72 hours, experienced episodes of hyperglycemia with a maximum reported value of 297 mg/dl, and then received a ¿dosing stopped¿ alert when bg run mode expired. The user sought guidance on how to continue dosing with manual bg entries and was advised to contact their healthcare provider and dexcom support for sensor access. Symptoms included hyperglycemia. Outcomes included user education and troubleshooting with instructions to obtain a replacement sensor through the healthcare provider or manufacturer support. Investigation included customer interview and technical review of device behavior in bg run mode expiration. Investigation of this case revealed the device functioned as designed by stopping automated dosing at the end of the 72-hour bg run period without a connected sensor, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was expected device behavior combined with use without an available sensor.